Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. It was noted that noise resulting in mode switching was observed on the right atrial (ra) lead. The noise was reproducible by having the patient reach across his chest with his left arm. Atrial lead measurements were normal and stable. No intervention was planned at this time. The patient was to continue with routine follow up. The patient was stable.